Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and repaired the iabp reported that a preventive maintenance was performed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the error code. The fse resolved the issue by replacing the motor controller board, and retested the unit thereafter without any issues. The iabp unit will be cleared and released to the customer for clinic use after a scheduled preventative maintenance (pm) service is performed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an electrical test fail code #51. There was no patient involvement, and no adverse event reported.